Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were issues with the bard disposal leg bag, backflow valve was not properly opening. Accumulation in the tube, not draining into bag properly from at least two lot numbers. (Lot# nggy5993) (lot# nghn0406) also stated that the hot water would pass through the valve, but cold water would not. As per follow up via email received on (B)(6) 2023, customer stated that urine backing up the tube above the leg bag on (B)(6) 2023. On (B)(6) 2023, customer stated that urine did flow into the bag after they cleaned the bag with hot soapy water and opened the backflow with a screwdriver. On (B)(6) 2023, again urine backing up the tube as opposed to passing into the bag. When the urine did not drain into the bag, then conditions are created for the urine to go back into the bladder causing urinary tract infection (utis). Doctor have sent a prescription for one week of keflex customer would take twice daily to their pharmacy to treat infection. Customer rinsed it out with warm water then put a mild solution of hibiclens (chlorhexidine gluconate) to get rid of bacteria then wash with water before hanging to dry.

Event description:
It was reported that there were issues with the bard disposal leg bag, backflow valve was not properly opening. Accumulation in the tube, not draining into bag properly from at least two lot numbers. (Lot# nggy5993) (lot# nghn0406 ) also stated that the hot water would pass through the valve, but cold water would not. Per follow up via email received on 09aug2023, customer stated that urine backing up the tube above the leg bag on (B)(6) 2023. On (B)(6) 2023, customer stated that urine did flow into the bag after they cleaned the bag with hot soapy water and opened the backflow with a screwdriver. On (B)(6) 2023, again urine backing up the tube as opposed to passing into the bag. When the urine did not drain into the bag, then conditions are created for the urine to go back into the bladder causing urinary tract infection (utis). Doctor have sent a prescription for one week of keflex customer would take twice daily to their pharmacy to treat infection. Customer rinsed it out with warm water then put a mild solution of hibiclens (chlorhexidine gluconate) to get rid of bacteria then wash with water before hanging to dry.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used dispoz-a-bag. Visual inspection of the sample noted filled the leg bag with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no restricted flow issues were observed . The solution was able to flow into the leg bag and drain out of the leg bag properly as intended. Also noted the drainage outlet open/close with no issues. The backflow valve was able to properly open with no issues. The photo sample was returned and could not be evaluated for the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record review could not be performed without a lot number. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.